Manufacturer narrative:
The butterfly seal kit was also replaced to resolve the odor/smells issue. Asp investigation summary: the investigation included a review of the device history record (DHR) and system risk analysis (sra). The sra shows the risk for exposure to toxic or corrosive material to be "low." The catalytic converter, oil mist filter and butterfly seal kit were not returned for further evaluation. The assignable cause of the odor/smells is the catalytic converter, oil mist filter and butterfly seal kit. The field service engineer replaced these parts and confirmed the sterrad® 100s was restored to proper function after service. The issue was resolved at the customer facility. Asp will continue to track and trend this issue.

Manufacturer narrative:
¿The DHR was reviewed and no issues relating the failure mode were noted. The involved unit met manufacturer specifications at the time of release.

Manufacturer narrative:
A field service engineer was dispatched to customer site. The fse noted the catalytic converter and the oil mist filter were replaced to resolve the odor/smells issue. Unit meets specifications and was returned to service.

Event description:
A customer reported feeling an "uncomfortable smell" emitting from the sterrad®100's after a completed cycle. No harm or injury was reported as a result of the reported issue. A field service engineer (fse) was dispatched to the customer site to assess the unit. This event is being reported as a malfunction report subsequent to a serious injury.